Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen, morphine, and adenosine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the pump was refilled at the clinic on (B)(6) 2017 and later that day the patient reported hearing an alarm. Interrogation of the pump determined that a motor stall occurred on (B)(6) 2017 around 8:30 pm. The patient had not recently had an MRI and there was no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was programmed to minimum rate and the patient was being scheduled for a pump replacement on (B)(6) 2017. The issue was not resolved. The pump eri (elective replacement indicator) was 33 months. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported that the drug concentrations were morphine 15 mg/ml, baclofen 450mcg/ml and aadenosine 3 mg/ml. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.